Event description:
No complaint of product malfunction reported. The pt was having sephenous vein grafts for a coronary bypass operation. Insertion of a 9 fr introducer sheath was attempted but couldn't be fully advanced into the internal jugular vein. The introducer was then successfully inserted into the right subclavian vein. A catheter was then introduced through the sheath without difficulty. Blood was released from the thoracic cavity. The surgeon observed a tear in the subclavian vein. It was repaired with a suture & the bleeding was controlled. Bypass was achieved. That evening, the pt was re-explored for possible bleeding & a graft dysfunction. The next morning the surgeon stated the pt was recovering normally. Shortly afterwards the pt experienced a bradycardiac arrest & died.